Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos/ x-rays were not provided. Device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review DHR review unable to be performed as lot number not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision was performed to address one month post-op device migration at levels c5/6 and c6/7. Both devices were removed. No further information was provided on the survey. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00120.

Event description:
It was reported a revision was performed to address one month post-op device migration at levels c5/6 and c6/7. Both devices were removed. No further information was provided on the survey. This is report one of two for this event.